Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is unable to startup. It was reported there was no patient involvement at the time the issue was discovered. Investigation on going.